Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device remains implanted.

Manufacturer narrative:
No observations are performed for the complaint as the event is no complaint against the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.